Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Approximately six months post up, it was discovered that the patient had a broken screw. The patient is asymptomatic, no revision has been reported.